Event description:
The pt previously received a gore device (date unk). A 34 mm proximal extension was placed on (B)(6) 2009 for a proximal type I endoleak; endoleak was resolved.

Manufacturer narrative:
Date of competitor device exp is unk. Date of original implant is unk. Date of manufacture of gore device is unk. The gore device caused the event. Info related to the gore device is unavailable. Due to lack of info, no conclusion can be drawn at this time.